Event description:
It was reported that the touchscreen became unresponsive. The customer is unable to unlock the pump. Customer's blood glucose level was 232 mg/dl.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.